Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report: 16271487-2016-04325 and 3006705815-2016-00361. It was reported the ipg was unable to be placed into MRI mode. Lead diagnostics showed multiple low impedances. The patient reported he suffered a fall approximately a month ago due to seizure activity (reference MFR. Report: 1627487-2016-04322 and 1627487-2016-04323). The patient underwent surgical intervention on (B)(6) 2016 to explant the entire scs system.